Manufacturer narrative:
Corrected information: date received by manufacturer.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening pvl 17 months post valve deployment cannot be confirmed, but may be related to cardiac remodeling. The exact cause of the worsening cai 17 months post valve deployment and subsequent valve-in-valve procedure 18 months post valve implant cannot be confirmed; however, the mechanisms described above may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a valve-in-valve procedure (non-edwards valve in a sapien xt valve) was performed 18 months post implant of a 26mm sapien xt valve. A report was received that 17 months post implant of a sapien xt valve, the patient presented with chf exacerbation. Echo indicated moderate-to-severe paravalvular leak (pvl), worsening from none to trace at the time of the tavr procedure. Moderate-to-severe central aortic insufficiency (cai) was also reported. No actions were taken at the time of the report; however, a valve-in-valve procedure was being considered. Additional information received indicted the valve-in-valve procedure was performed approximately 18 months post implant. At the time of this report, the patient is in stable condition and doing well.